Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -the patient was revised because of pain. Changed the metal-on-metal liner to a poly liner. Doi: (B)(6) 2008, dor: (B)(6) 2009 (left side). Update: (B)(6) 2013 - litigation papers received. It is alleged that the patient suffered from pain, loosening, and highly reactive levels of nickel. The patient underwent a liner exchange, which was previously reported. Litigation states that the patient was completely revised, including the poly liner from the liner exchange. The head, cup, and poly liner have been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combination. The part and lot code combination was not provided for the femoral head, pinnacle cup, and poly liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update 1/5/15 - pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2009 for pain and femoral head and liner were exchanged. The patient was revised a second time on (B)(6) 2011 due to pain, malpositioned cup, and impingement. There was no mention of loosening in either of the revision operative notes. There is no new additional information that would affect the existing MDR decision. (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
The two screws were added to the impacted product. Patient name was updated and added law firm in the facility name. The first revision was captured under (B)(4).